Event description:
It was reported that the patient went to the emergency room (ER) after receiving one shock due to t wave oversensing. While in the ER, the patient recevied two more shocks. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.